Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose following an occlusion alert and announced a meal to correct the high while on the phone, which the agent advised was an improper method that could maladapt the ilet. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to user interface interactions, specifically improper or incorrect procedure or method. The user acknowledged understanding and indicated a potential need to reset later; blood glucose was reported at 362 mg/dl and trending downward, and no further follow-up was requested. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.